Event description:
The user reported that the concentrator was shutting down unexpectedly. It is unknown if the unit alarmed to alert the user to switch to another source of oxygen prior to shutting down.